Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Programmer and analyzer passed all functional and systems tests. Analysis also found the tabs on power cord bay door are broken, the system fan is noisy, and the printer is noisy when printing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: r2290 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was unable to communicate with the analyzer; device switched on/off and battery replaced with nil effect. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.